Event description:
It was reported that the patient presented to the hospital experiencing diaphragmatic stimulation that could not be programmed around. The left ventricular lead was explanted and replaced successfully without incidence.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.